Manufacturer narrative:
Date of event: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0253601 for clog. This is the 1st related complaint for clog on lot # 0253601. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 13 pen ndl 32g 4mm hp were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550. Batch no: 0253601.  I just recently became insulin dependent, and our local pharmacy fulfilled my insulin pen prescription with pen needles. I have no context to know if this behavior is consistent or just a numbers game, but of the first 100 box I just completed, there were 13 pen needles that wouldn't dispense. No matter how much pressure I exerted, how many times I tried re-threading, or which pen I used, they simply wouldn't dispense any liquid.